Manufacturer narrative:
The referenced devices were returned to the olympus for evaluation. The evaluation found that the ues-40s had no abnormality. Olympus was informed that the physician performed transurethral resection of the bladder tumor (tur-bt) without obturator-nerve-block to a patient. The olympus has concluded that the reported event was attributed to obturator-nerve-reflex. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The physician performed transurethral resection of the bladder tumor (tur-bt). The physician extirpated a tumor in the top of the bladder with a high frequency current. This excision was completed without a problem. After this excision, when a high-frequency current was output for next excision to tumor near left-ureteral-orifice, the patient's body jumped. Then perforation occurred on the bladder-wall. The physician performed abdominal surgery and completed the procedure.